Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead had high thresholds. It was also reported that poor pacing was observed on the implantable pulse generator (ipg). The rv lead was removed and replaced. The ipg remains in use. Hospitalization was prolonged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.